Manufacturer narrative:
D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in excessive airway pressure during a case. There was no patient injury.